Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with the button pressed or test strips inserted. The customer could not obtain a blood glucose reading and as a result, they became hypoglycemic and experienced a loss of consciousness. The customer was rushed to a hospital where laboratory results of 67 mg/dl and 140 mg/dl were obtained and lantus (insulin) was administered for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device would not power on with the button pressed or test strips inserted. The customer could not obtain a blood glucose reading and as a result, they became hypoglycemic and experienced a loss of consciousness. The customer was rushed to a hospital where laboratory results of 67 mg/dl and 140 mg/dl were obtained and lantus (insulin) was administered for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed on returned reader and no issues were observed. Reader did not power on with button depression, strip and usb cable insertion. Reader was connected pc and masterm; unable to recognize the reader. The meter was de-cased and visual inspection was performed. Liquid contamination was observed. Therefore, issue is not confirmed to use due to liquid contamination. All pertinent information available to abbott diabetes care has been submitted.